Event description:
It was reported that the patient was getting good stimulation, but experienced a fall in the middle of (B)(6) 2012. After the fall, the patient was no longer getting therapy benefit. It was noted that all combinations with electrode 7 were open. A manufacturer representative attempted to program around that electrode for over an hour, but the patient still only felt stimulation in the stomach and down the legs. It was reported that a lateral x-ray didn't appear to be correct, as all of the electrodes on the lead were visible, and it appeared the lead was too lateral. It was noted that the lead had been implanted since 2009, and there were no previous x-rays to compare. The patient had been scheduled for a lead revision, but the surgeon did not think it was needed and cancelled the procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565-30, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Extension: model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Extension: model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).